Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was detected in the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e3 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 53775, was returned and analyzed. Visual inspection of the balloon catheter showed visible dried blood inside the inner balloon and at the coaxial connector. The catheter failed the performance test upon connecting the console due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ the dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist inside the balloons at 0.9 inches from the tip of the catheter. Pressure test also showed a breach at the same point of the guide wire lumen kink. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection as per specification. Correction: h4, d4 if information is provided in the future, a supplemental report will be issued.